Event description:
It was reported to gore that a pt underwent a gastric bypass with gore seamguard bioabsorbable staple line reinforcement (seamguard). Two lots of seamguard (B)(4) were used during the procedure to reinforce the staple line of the gastric pouch and transverse closure staple line of the jejunojejunostomy. Approx one week post operative, the pt presented with symptoms consistent of a small bowel obstruction. Exploratory laparoscopy revealed adhesions between the staple line of the jejunojejunostomy and an adjacent small bowel kink was adhered to the seamguard were taken down releasing the kinked bowel. It is not known which specific device lot was involved in the adhesion. The pt is reported to be doing fine.

Manufacturer narrative:
Method: the devices remain implanted therefore, a direct product analysis could not be conducted. A review of the mfg records was performed for lot numbers 9188982 and 9237027. Results: the review of the manufacturing records for lot numbers 9188982 and 9237027 concluded that the lots met all pre-release specifications.